Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31464914l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During the operation, while maneuvering of the thermocool smarttouch sf at the ablation target position after pvc mapping in the right ventricular outflow tract, cardiac tamponade occurred. Drainage was performed for the cardiac tamponade, and the ablation was not conducted. After pericardial drainage, the patient's condition stabilized and the procedure was terminated. The patient left the room. The patient required extended hospitalization. Patient fully recovered. No abnormalities were observed prior to or during use of the product.